Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link experienced a leak, which resulted in an unspecified amount of blood loss by the patient. The leak was further described as the one-link set separated at the bond point of the cap and tubing. The cause of the leak was not reported. On an unreported date, the patient had been hospitalized for an unspecified indication. The leak occurred during this hospitalization. After the leak (and "other factors" occurred, the patient was sent to the intensive care unit. Treatment details were not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.